Event description:
Per the patient's parents, revision surgery was done to repair "a problem with the flap". It was later reported that the patient had a second surgery for the same problem in late 2008. Additional information was requested, but had not been provided as of the date of this report, twelve days later.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Reporter alleged obtaining the results of 210 mg/dl and 42 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Per patient's surgeon, the patient was re-implanted with another device on (B)(6), 2010.(B)(4). Device already evaluated.